Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 05oct2018. The customer could not confirm the serial number. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the battery did not work after installation. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 21dec2018. Date of manufacturer: 20dec2018. The battery was returned to philips for failure analysis. While original alarms were verified and the failure was duplicated, the health of the battery appears to be normal. It was noted that battery was initially manufactured in april 2018 and first use of battery was september 2018. After charging battery above threshold, and applying to a known good system, no faults were found.